Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n180175019, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) male patient who was receiving sufentanil 1500mcg/ml at 700 mcg/day and clonidine 750mcg/ml at 350 mcg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2015, the company representative was assisting with replacement of the pump due to elective replacement indicator (eri) and interrogated the pump. Upon interrogation, it was noticed that, on (B)(6) 2015 at 20:07, a motor stall occurred. On (B)(6) 2015 at 20:07, a stopped pump period may exceed tube set occurred. At the end of (B)(6) 2015, the patient started experiencing not getting good pain relief. The patient was given oral pain medication to help with the increased pain. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n180175019, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received from the manufacturing representative reported that the pump was replaced on (B)(6) 2015. The patient was experiencing flu-like symptoms, nausea, sweating. The managing physician prescribed oral medication and expedited the pump replacement. The patient recovered without sequelae. It was noted that the device was removed due to battery depletion and sudden loss of therapy. No rotor or dye study was performed. If additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing. Analysis of the 8709sc catheter (B)(4) revealed coring/tears/cuts in the seal of the sc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.